Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed within the infusion set tubing. A cartridge change was performed resolving the air bubble. Customer's blood glucose level was 360 mg/dl.